Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4).

Event description:
The customer reported that the vela ventilator showed "vent inop", "circuit disconnect", "motor fault", 'xdcr (transducer) fault", "low pip", and "low ve" errors, continuously. The problem was resolved after the customer replaced the main printed circuit board (pcb). The ventilator worked satisfactorily and passed all calibrations. The customer stated that there was no patient involvement associated with this reported event.